Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Isometric tests through arm movements hardly reproduced noise. The lead was reprogrammed. The patient condition is good and would continue to be monitored with follow up.